Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the customer stated that the pump was programmed with the cassette. The medication did not pass even though the pump indicated that it did, and it worked. Patient returned from home when they detected that the medication was not being delivered. There was no harm to the patient and no medical intervention was required.